Event description:
In 2008, the patient reported that his infusion device displayed "please remove the cartridge." He was instructed to press and hold the check button for 3 seconds and the piston rod retracted properly. The patient then reported, that the plunger of the insulin cartridge was stuck to the piston rod and approximately 10 units of insulin spilled into the cartridge compartment. The patient was instructed how to remove the plunger from the piston rod and he was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.